Event description:
Needle broke off in abdomen: dr tried in vain to remove needle with a pincet. She was taken to emergency admittance of hosp where they tried to remove needle under local anesthesia and with advance x-ray - unsuccessful. Pt also rec'd intensive radiation treatment.